Event description:
Customer reported that their pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to try several troubleshooting steps, but the pump did not turn on. Technical support decided to replace the pump as it was still under warranty. Customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted, and they were provided with instructions for returning the malfunctioning pump.